Event description:
It was reported that the device battery was depleted after 13-14 months of services and that the left ventricular (lv) output was programmed near full device output. The device was explanted and replaced. Also, the lv lead had moved to a "sub-optimal" position for synchronized pacing. Since the lv lead could not be placed back to an optimal position without re-sticking the vein and placing a guide catheter, the physician chose to explant the lv lead and implant a new lv lead in an optimal vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.